Manufacturer narrative:
The device and angiograms were not returned for investigation. The exact root cause of the unsuccessful hemostasis is inconclusive due to insufficient information. Based on the description of the complaint submission, post angiograms showed filling defect and extravasation; however, this could not be confirmed. The us IFU precaution states in the event that bleeding from the femoral access site persists after the use of manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as adverse events related to the vascular closure device in the IFU. Based on the information reviewed there has been no product quality issues with respect to manufacturing, design or labeling.

Manufacturer narrative:
The IFU lists stenosis and bleeding at the access site of the femoral artery requiring percutaneous intervention as possible adverse events. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr case was performed on (B)(6) 2019 in which manta was utilized for closure. It was reported that a post closure ultrasound showed reduced flow through the femoral artery at the access site. An angiogram showed both a filling defect, and extravasation. A balloon was advanced from the contralateral side and inflated for 5 minutes. Another angiogram was performed and the filling defect and extravasation were still present. The physician then placed a covered stent across the access site. Flow was restored, and there was no more extravasation verified via angiogram.